Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2021, product type: lead. Product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2021, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the pt said they were getting up from their chair and felt a couple of little "odd adjustments or something" and then have had bad spasms since. Pt said they also were feeling the stimulation different than before. Pt said they now feel the stimulation higher up in their shoulder area. The patient was redirected to their healthcare provider to further address the issue.